Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2013-03505. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat pelvic organ prolapse. It was reported that the patient underwent the concurrent procedure of excision of exposed mesh on (B)(6) 2010 during mesh implantation. This is one of two medwatches being submitted. See also medwatch 2210968-2013-03505. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 03/29/2017. (B)(4). It was reported that following insertion the patient experienced infection, scarring, hardening of mesh, urinary problems, vaginal and pelvic pain, dyspareunia, and bleeding.

Event description:
It was reported that following insertion the patient experienced infection, scarring, hardening of mesh, urinary problems, vaginal and pelvic pain, dyspareunia, and bleeding.